Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) (manufacture date 11/23/2015) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. Device evaluation of battery charger/modem sn (B)(4) (manufacture date 10/16/2015) has been completed. The reported problem (unable to charge battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms, and that their battery charger was unable to charge battery packs.